Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) associated with this complaint and completed investigations. The unit was tested on and in-house system and triggered errors. The unit was also tested on the patient side cart fixture test platform (pftp) and failed fiber on the clock spring and rolling loop. A gold clock spring & rolling loop was installed, and the unit passed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted cholecystectomy surgical procedure, the customer had to disable universal surgical manipulator (usm) 4 due to faults. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted several faults. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system initially powered on without any errors. The procedure was completed robotically by disabling arm 4.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced usm to resolve the issue. The system was verified and ready to use. Isi) has received the usm for evaluation. However, the failure analysis has not been completed yet.